Event description:
It was reported that ventricular capture could not be confirmed via the ventricular egm (electrogram). Ventricular threshold was noted as high. The rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.